Event description:
Procedure: lap chole. According to the reporter: the clip applier was jamming when the tips continued to cross when attempting to fire the clip applier. The clips were loose and not properly ligating. Blie leaked into the patient because the clips would not ligate. Some tissue damage from clips getting caught on vessels.

Manufacturer narrative:
(B)(4)